Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/27/2017 with the following findings: the keypad cover was intact with no evidence of physical damage, and all keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The pump casing was removed and no defects were found with internal keypad components. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed moisture corrosion on the audio bolus button pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up and down buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.